Manufacturer narrative:
No parts have been received by the manufacturer for evaluation due the fact that the instrument was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when universal drill guide (udg) was being drilled the bit tip broke off. The health care professional was able to remove the broken bit without causing patient injury. The procedure was completed with navigating using the stealth midas. The procedure was delayed less than an hour. No impact on patient outcome.